Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a reported broken screen that will not turn on. The reported phenomenon was found during preparation for use for an unknown procedure. During the evaluation, the device displayed error 433. No patient injury or harm has been reported. This report is being submitted to capture the displayed error defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the screen displays error code 433. Furthermore, the following additional issues were identified during inspection: the front panel is broken, there are missing screws and nuts, multiple connectors found broken in the motherboard, and there is dust inside the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: defective hvps board this issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.